Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was reading different o2 concentration values than set. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, when o2 concentration was set to 21% the device was reading 19%. Customer checked the o2 reading by external analyzer and it read values correctly. However during on-site visit by our technician - the check of the device was done and no malfunction was found. No parts were replaced. Described scenario is indicating that the measurement error occurred, however without device's logs the gas delivery error could not be excluded as the reason of the issue. The issue was decided to be reported as delivering lower o2 concentration than set may, in some cases, indicating that the ventilation have been insufficient due to gas delivery error, which represent a reportable event. There was no patient harm. Unfortunately, the device's logs were not available for further analyze, therefore the root cause to the reported issue has not been determined. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous manufacture date: 05/31/2022. Corrected manufacture date: 05/25/2022. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator was reading different o2 concentration values than set. There was no patient harm reported. Manufacturer's ref. #: (B)(4).